Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 07/2022).

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery of chronic total occlusion, the tip of the catheter allegedly detached. It was further reported that the distal catheter segment was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser cr 14s crosser cto recanalization catheter. During visual evaluation, bunching and twisting was noted to the catheter shaft. The distal tip of the catheter was separated from the outer catheter. No functional testing was performed due to the nature complaint. Therefore, the investigation is confirmed for the alleged material separation as the distal tip was separated from the catheter. The investigation also confirmed for the material twisting and bunching issue as the bunching and twisting was noted throughout the catheter. A definitive root cause for the reported material separation and identified material twisting issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery of chronic total occlusion, the tip of the catheter allegedly got separated. It was further reported that the distal catheter segment was removed. There was no reported patient injury.